Event description:
It was originally reported that the device was misfiring. After evaluating on 04/09/07, it was discovered that the device was producing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.